Event description:
The pt experienced telemetry issues with her implantable neurostimulator (ins) and had not received stimulation since (B)(6) 2010. The ins was flipped. It was suspected that the ins was overdischarged. Additional info has been requested, a f/u report will be sent if additional becomes available.

Manufacturer narrative:
(B)(4).